Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 867592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included asthma, back disorder, gravida ii, parity 2 and intervertebral disc operation. Concurrent conditions included tooth disorder, hormonal imbalance, anxiety, mood swings, hypertension, insomnia, acid reflux (oesophageal) and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), hot flush ("hot flashes worsened "), acne cystic ("cystic acne worsened "), alopecia ("hair loss worsened "), hirsutism ("facial/chin hair worsened "), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches "), tooth disorder ("dental problems worsened "), vision blurred ("blurred vision"), abdominal distension ("severe bloating "), flatulence ("gas "), constipation ("constipation "), diarrhoea ("diarrhea "), dyspepsia ("heartburn ") and gastrooesophageal reflux disease ("acid reflux "). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("unexplained, rapid, massive weight gain"). On (B)(6) 2017, 5 years 5 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), anxiety ("anxiety worsened"), mood swings ("mood swings worsened"), migraine ("migraines "), back pain ("severe back pain"), arthralgia ("constant severe joint pain / hip pain"), pain in extremity ("severe leg pain"), spinal pain ("severe spine pain") and feeling abnormal ("brain fog (cloudiness/forgetfulness)"). The patient was treated with phentermine, co-trimoxazole (bactrim), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, genital haemorrhage, abnormal weight gain, hot flush, acne cystic, alopecia, hirsutism, migraine, headache, tooth disorder, vision blurred, abdominal distension, flatulence, constipation, diarrhoea, dyspepsia and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, fatigue, anxiety, mood swings, back pain, pain in extremity, spinal pain and feeling abnormal was resolving and the arthralgia had resolved. The reporter considered abdominal distension, abnormal weight gain, acne cystic, alopecia, anxiety, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, hirsutism, hot flush, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, spinal pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fatigue weight gain, dysmenorrhea, mood swings, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records provided. Information added: reported information, date of birth, medical history, essure lot number, essure removal method, treatment drugs, events (vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, hot flashes, cystic acne, hair loss, facial/chin hai, anxiety, mood swings, bladder or urinary problems or changes, migraines, headaches, dental problems, blurred vision, severe bloating, gas, constipation, diarrhea, heartburn and acid reflux, back pain, hip/joint pain, leg pain, spine pain, brain fog, essure confirmation test not performed). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), dysmenorrhoea ('dysmenorrhea (cramping)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('heavy bleeding') in a 37-year-old female patient who had essure (batch no. 867592-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included back disorder, gravida ii, parity 2 and intervertebral disc operation. Concurrent conditions included tooth disorder, hormonal imbalance, anxiety, mood swings, hypertension, insomnia, asthma, acid reflux (oesophageal) and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), hot flush ("hot flashes worsened "), acne cystic ("cystic acne worsened"), alopecia ("hair loss worsened "), hirsutism ("facial/chin hair worsened "), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), tooth disorder ("dental problems worsened "), vision blurred ("blurred vision"), abdominal distension ("severe bloating/ really hard belly..surgical swelling"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn ") and gastrooesophageal reflux disease ("acid reflux "). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("unexplained, rapid, massive weight gain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ strongest pain almost centre my pelvic"), fatigue ("fatigue"), anxiety ("anxiety worsened"), mood swings ("mood swings worsened"), migraine ("migraines "), back pain ("severe back pain"), arthralgia ("constant severe joint pain / hip pain"), pain in extremity ("severe leg pain"), spinal pain ("severe spine pain"), feeling abnormal ("brain fog (cloudiness/forgetfulness)"), abdominal pain lower ("strongest pain almost centre my lower abdominal area"), inflammation ("inflammation") and post-traumatic stress disorder ("pts"). The patient was treated with phentermine, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, genital haemorrhage, abnormal weight gain, hot flush, acne cystic, alopecia, hirsutism, migraine, headache, tooth disorder, vision blurred, abdominal distension, flatulence, constipation, diarrhoea, dyspepsia, gastrooesophageal reflux disease, abdominal pain lower, inflammation and post-traumatic stress disorder outcome was unknown, the pelvic pain, fatigue, anxiety, mood swings, back pain, pain in extremity, spinal pain and feeling abnormal was resolving and the arthralgia had resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, acne cystic, alopecia, anxiety, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, hirsutism, hot flush, inflammation, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, post-traumatic stress disorder, spinal pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fatigue weight gain, dysmenorrhea, mood swings, menorrhagia concerning the injuries reported in this case, the following ones were reported via social media: lower abdominal pain, inflammation, post-traumatic stress disorder. Lot number report 867592 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New reporter's was added. Added event strongest pain almost center my lower abdominal area, inflammation, pts. On 2-oct-2019: fu4 & fu5 process together. Pfs received. No new significant information. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 867592- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included asthma, back disorder, gravida ii, parity 2 and intervertebral disc operation. Concurrent conditions included tooth disorder, hormonal imbalance, anxiety, mood swings, hypertension, insomnia, acid reflux (oesophageal) and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), hot flush ("hot flashes worsened "), acne cystic ("cystic acne worsened "), alopecia ("hair loss worsened "), hirsutism ("facial/chin hair worsened "), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches "), tooth disorder ("dental problems worsened "), vision blurred ("blurred vision"), abdominal distension ("severe bloating "), flatulence ("gas "), constipation ("constipation "), diarrhoea ("diarrhea "), dyspepsia ("heartburn ") and gastrooesophageal reflux disease ("acid reflux "). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("unexplained, rapid, massive weight gain"). On (B)(6) 2017, 5 years 5 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), anxiety ("anxiety worsened"), mood swings ("mood swings worsened"), migraine ("migraines "), back pain ("severe back pain"), arthralgia ("constant severe joint pain / hip pain"), pain in extremity ("severe leg pain"), spinal pain ("severe spine pain") and feeling abnormal ("brain fog (cloudiness/forgetfulness)"). The patient was treated with phentermine, co-trimoxazole (bactrim), surgery (hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, genital haemorrhage, abnormal weight gain, hot flush, acne cystic, alopecia, hirsutism, migraine, headache, tooth disorder, vision blurred, abdominal distension, flatulence, constipation, diarrhoea, dyspepsia and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, fatigue, anxiety, mood swings, back pain, pain in extremity, spinal pain and feeling abnormal was resolving and the arthralgia had resolved. The reporter considered abdominal distension, abnormal weight gain, acne cystic, alopecia, anxiety, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, hirsutism, hot flush, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, spinal pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fatigue weight gain, dysmenorrhea, mood swings, menorrhagia. Lot number report 867592 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch is not valid). Product technical compliant. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), dysmenorrhoea ('dysmenorrhea (cramping)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('heavy bleeding') in a 37-year-old female patient who had essure (batch no. 867592-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included back disorder, gravida ii, parity 2 and intervertebral disc operation. Concurrent conditions included tooth disorder, hormonal imbalance, anxiety, mood swings, hypertension, insomnia, asthma, acid reflux (oesophageal) and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), hot flush ("hot flashes worsened "), acne cystic ("cystic acne worsened"), alopecia ("hair loss worsened "), hirsutism ("facial/chin hair worsened "), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), tooth disorder ("dental problems worsened "), vision blurred ("blurred vision"), abdominal distension ("severe bloating/ really hard belly..surgical swelling"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn") and gastrooesophageal reflux disease ("acid reflux "). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced abnormal weight gain ("unexplained, rapid, massive weight gain"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ strongest pain almost centre my pelvic"), fatigue ("fatigue"), anxiety ("anxiety worsened"), mood swings ("mood swings worsened"), migraine ("migraines "), back pain ("severe back pain"), arthralgia ("constant severe joint pain / hip pain"), pain in extremity ("severe leg pain"), spinal pain ("severe spine pain"), feeling abnormal ("brain fog (cloudiness/forgetfulness)"), abdominal pain lower ("strongest pain almost centre my lower abdominal area"), inflammation ("inflammation"), post-traumatic stress disorder ("pts"), gastrointestinal disorder ("major intestinal issue") and loss of libido ("sex drive is gone"). The patient was treated with phentermine, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, genital haemorrhage, abnormal weight gain, hot flush, acne cystic, alopecia, hirsutism, migraine, headache, tooth disorder, vision blurred, abdominal distension, flatulence, constipation, diarrhoea, dyspepsia, gastrooesophageal reflux disease, abdominal pain lower, inflammation, post-traumatic stress disorder, gastrointestinal disorder and loss of libido outcome was unknown, the pelvic pain, fatigue, anxiety, mood swings, back pain, pain in extremity, spinal pain and feeling abnormal was resolving and the arthralgia had resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, acne cystic, alopecia, anxiety, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hirsutism, hot flush, inflammation, loss of libido, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, post-traumatic stress disorder, spinal pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fatigue weight gain, dysmenorrhea, mood swings, menorrhagia concerning the injuries reported in this case, the following ones were reported via social media: lower abdominal pain, inflammation, post-traumatic stress disorder. Gastrointestinal disorder and loss of libido. Lot number report 867592 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received : new event intestinal issue and sex drive is gone were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.